Event description:
It was reported that there was an elective replacement indicator (eri) message that was seen on the day prior to the date of this report. The battery was changed 18 months prior to the date of this report and they had been told that the implantable neurostimulator (ins) should last them 4-5 years. It had been about 3 weeks since they had last checked the ins with the programmer and the ins battery said ok. They were not sure when the eri had started. The patient inquired about a rechargeable ins. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v754192, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v754192, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 64002, lot# n381259, implanted: (B)(6) 2013, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).